Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported on (B)(6) 2022 during a percutaneous vertebroplasty for the compressed fracture procedure, after inflating the left balloon, when the right balloon was inflating, the contrast was leaking from the hole near the connection part of the inflation system and the balloon. The pressure was not increasing from 2 atm, and the balloon was not inflating up. The surgeon reinserted the balloon. Although the contrast was still leaking from the hole, as the balloon was inflating up. The hole is originally made. The surgeon requested to investigate what the hole is for. The surgery was completed successfully without any surgical delay. The contrast leaked outside of the body, so that this event did not affect the patient. This report is for one (1) synflate balloon/medium- sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate vertebral balloon med had the kink protector component (p.n.: ndc-03-411299) broken, this is located at the connection between the stiffening tube and the manifold. While no root cause can be determined for the reported issue, the breakage condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces during insertion process. Ensuring proper handling of the device is recommended to avoid breakage in-situ. The protection sleeve was not returned. A dimensional inspection for the synflate vertebral balloon was not performed as it is not applicable to the complaint condition. A functional test was performed was unable to be performed due to post manufacturing damage. However, the functional issues mentioned in the event description are most likely due to the breakage condition of the kink protector. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: yes, reviewed. Dimensional inspection: n/a. Device history: part # 03.804.701s. Lot # 82241034. Manufacturing site: werk selzach logistik. Release to warehouse date: 18 jan2022. Expiration date: 01 jan 2024. Supplier:(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.